Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and cracked reservoir tub window.

Event description:
Customer's doctor reported via phone, the insulin pump was falling apart and it needed to be replaced. The device was cracked where the reservoir goes and on the screen. Customer's blood glucose was unknown. Customer's doctor stated damage occurred over time use. Customer is unable to read the screen due to the cracks. Customer's doctor was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for analysis.